Event description:
During index procedure patient had 2 endeavor sprint drug-eluting stents implanted, one to rca and one to lad. Approximately 41 months post index procedure patient was hospitalized due to heart failure and was treated with non-invasive positive pressure ventilation (nippv). Approximately 47 months post index procedure, patient expired, cause of death is unknown. Investigator assessed that the event was unlikely to be related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death); evaluation, conclusions: inherent risk of procedure ¿ (death). (B)(4).